Event description:
It was reported that a pump did not pass downstream occlusion testing. The device did not alarm for a downstream occlusion until approximately 43 psi (spec = 13 +/- 6 psi). The customer stated that it is possible the test was performed incorrectly and wanted to have the device evaluated to be sure. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was unable to confirm or reproduce a failed downstream occlusion test. A downstream occlusion test was performed with the device in question, per the spectrum preventive maintenance procedure and found to operate within specification. Add'l occlusion testing was performed with the device passing.